Event description:
Reporter alleged obtaining a blood glucose result of hi (greater than 600 mg/dl) on her advantage system; however, stated she was not experiencing any hyperglycemic symptoms during that time. Reporter stated a result of 68 mg/dl was obtained on the same system back to back less than 1 minute apart from the original result. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.